Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next one meter with in-house contour next test strips from lot # 9apef06a, which gave satisfactory performance.

Manufacturer narrative:
The initial reporter of the event did not provide contact details, therefore, no information was captured , except country of origin. No information was captured as the customer's age and weight were not provided.

Event description:
A paramedic called on behalf of the customer to report that the customer obtained higher blood glucose reading with his contour next one meter when compared with two separate contour meters (paramedics meter). No specific readings were provided. The customer called an emergency service to receive assistance as he was presenting symptoms of hypoglycemia. When the paramedic arrived, the customer became unresponsive and was shaking. The paramedic stated that they administered a large amount of glucose to restore his blood glucose levels. The customer felt better after receiving the treatment. The product is not expected to be returned for evaluation.